Manufacturer narrative:
Correction: the imaging system checkout was performed twice, the first time confirmed reported issue and ordered part and second time for part replacement and resolution. The imaging system's mobile view station (mvs) computer was returned to the manufacturer for analysis. Investigation confirmed reported problem. Observed the database error within the imaging system's software. Verified time and date were correct (cmos check) and did virus scan. Performed raid and reloaded 3.1.6 software. The software load was successful and the system functions as expected. Communication, 2d and 3d imaging as well as image store and retrieval are functional. The hardware investigation found that reported event was related to corrupt imaging system software (functionality).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty mobile view station (mvs) computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the imaging system displayed a "damaged database" error on the mobile view station (mvs). The site rep restarted the system 2-3 times and the issue was not resolved. No patient was present during the time of the reported incident.